Event description:
Case description: study ID: (B)(4). Study description: trial title: the primary objectives of this programme are to provide education on diet, lifestyle modification, screening for diabetes, and device usage to diabetic patients under patients awareness programs. Patient's bmi: 28.07631930. This serious solicited report from pakistan was reported by a consumer as "infection, pain on the site of injection(injection site infection)" beginning on (B)(6) 2019 , "itching on the injection site (injection site itching)" beginning on (B)(6) 2019 , "multi -use needles(needle reusage)" with an unspecified onset date and concerned a 74 years old male patient who was treated with novofine 6mm (31g) (needle) from unknown start date for "diabetes mellitus type 2", novorapid flexpen (insulin aspart) from (B)(6) 2019 to (B)(6) 2019 for "diabetes mellitus type 2" (dose and frequency unknown), and ryzodeg flextouch (insulin aspart 0.18 *umol/ml, insulin degludec 0.42 *umol/ml) from (B)(6) 2019 and ongoing for "diabetes mellitus type 2" (dose and frequency: regimen #1 is 24 iu qod, regimen #2 is 20 iu, bid). Dosage regimens: novofine 6mm (31g): novorapid flexpen: (B)(6) 2019 ; ryzodeg flextouch: (B)(6) 2019 to not reported, not reported to not reported (dosage regimen ongoing); current condition: diabetes mellitus type 2 (duration unknown). Batch numbers: novofine 6mm (31g): asku; novorapid flexpen: asku; ryzodeg flextouch: jp51861. The outcome for the event "infection, pain on the site of injection(injection site infection)" was not yet recovered. The outcome for the event "itching on the injection site(injection site itching)" was not yet recovered. The outcome for the event "multi -use needles(needle reusage)" was not reported. Reporter's causality (novofine 6mm (31g)) - infection, pain on the site of injection(injection site infection) : unknown itching on the injection site(injection site itching) : unknown multi -use needles(needle reusage) : unknown. Company's causality (novofine 6mm (31g)) - infection, pain on the site of injection(injection site infection) : possible itching on the injection site(injection site itching) : possible multi -use needles(needle reusage) : possible. Reporter's causality (novorapid flexpen) - infection, pain on the site of injection(injection site infection) : possible itching on the injection site(injection site itching) : possible multi -use needles(needle reusage) : unknown. Company's causality (novorapid flexpen) - infection, pain on the site of injection(injection site infection) : unlikely itching on the injection site(injection site itching) : possible multi -use needles(needle reusage) : possible. Reporter's causality (ryzodeg flextouch) - infection, pain on the site of injection(injection site infection) : probable itching on the injection site(injection site itching) : probable multi -use needles(needle reusage) : unknown. Company's causality (ryzodeg flextouch) - infection, pain on the site of injection(injection site infection) : unlikely itching on the injection site(injection site itching) : possible multi -use needles(needle reusage) : possible. References included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2019-00062 reference notes: medwatch 3500a MFR. Report number. Since last submission the following information was updated: -report type was updated from spontaneous to solicited. -suspect drug name updated for idegasp 30 pds290 -investigation results -manufacturer comment -updated narrative. Company comment: 27-sep-2019: as the device (novofine 6mm) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). "Infection, pain on the site of injection" assessed as unlisted event and "itching on the injection site" listed according to the novo nordisk current ccds information on ryzodeg flextouch and novorapid flexpen. Information regarding exact cause for infection, whether aseptic precautions followed, injection technique, treatment given was not available, however diabetes can be considered as a risk factor for the event. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg flextouch and novorapid flexpen. H3 continued: evaluation summary investigational results: novofine 6mm (31g)- batch: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): infection, pain on the site of injection [injection site infection]. Itching on the injection site [injection site pruritus]. Multi -use needles [multiple use of single-use product]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "infection, pain on the site of injection" beginning on (B)(6) 2019, "itching on the injection site" beginning on (B)(6) 2019, and "multi -use needles" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with ryzodeg flextouch (insulin aspart 0.18 *umol/ml, insulin degludec 0.42 *umol/ml) from (B)(6) 2019 and ongoing due to "diabetes mellitus type 2" (dose and frequency: regimen #1 is 24 iu qod, regimen #2 is 20 iu, bid), , novorapid flexpen (insulin aspart) from(B)(6) 2019 to (B)(6) 2019 due to "type 2 diabetes mellitus" (dose and frequency unknown), and novofine 6mm (31g) (needle) from unknown start date due to "diabetes mellitus type 2". (B)(6). Medical history included diabetes mellitus type 2 (duration unknown). On (B)(6) 2019, patient experienced pain, itching and infection at the injection site after 2-3 hours after injecting. The patient injected on abdomen, and occasionally on thigh. The patient injected into folded skin. The patient multi used the needles, but got the same event by using the new needle as well. The patient had not followed aseptic precautions prior to injection. The patient was given anti allergic medication (unspecified) and applied ointment (unspecified) for the event. The patient as well as his healthcare professional (hcp) suspected that the event was due to the novorapid flexpen. So the hcp only stopped his novorapid flexpen and ryzodeg flextouch was continued. Batch number of the suspect product available. Action taken to ryzodeg flextouch was reported as no change. Action taken to novorapid flexpen was reported as product discontinued. Action taken to novofine 6mm (31g) was not reported. The outcome for the event "infection,pain on the site of injection" was not yet recovered. The outcome for the event "itching on the injection site" was not yet recovered. The outcome for the event "multi -use needles" was not reported. Company comment: "infection, pain on the site of injection" assessed as unlisted event and "itching on the injection site" listed according to the novo nordisk current ccds information on ryzodeg flextouch and novorapid flexpen. Information regarding exact cause for infection, whether aseptic precautions followed, injection technique, treatment given was not available, however diabetes can be considered as a risk factor for the event. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg flextouch and novorapid flexpen. Reporter comment: the patient as well as his hcp suspected that the event was due to the novorapid flexpen. So his hcp only stopped his novorapid flexpen and ryzodeg flextouch pen is in continue.